Event description:
The customer reported the instrument generated "probe wipe truck not home" error and 2 to 3 mls of clenz leaked from the probe of the coulter lh 750 hematology analyzer when initiating startup. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye protection and a lab coat at the time of the occurrence. No erroneous results were generated in connection with this event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the probe wipe was not aligned with the probe at the start of the vertical travel. The fse also observed dried isoton on the truck, preventing the probe wipe from freely centering on the probe. The fse cleaned and lubricated the truck surfaces. The fse also cleaned the probe wipe acrylic rinse block and lubricated the surfaces that engage with the truck to resolve the reported issues. The fse then the instrument and the instrument was returned to normal operation. (B)(4).